Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter did not make a clean cut. No replacement device was used, but a metz/scissor was used to clean up the aortotomy. There were no pt effects. The product will be returned.

Manufacturer narrative:
The pt is not available for eval. (B)(4).